Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After the reset, the error code did not reappear, and the caller successfully started a new sensor session.